Event description:
It was reported that the customer experienced high blood glucose levels over 22 mmol/l. The customer changed the infusion set and bolused, but continued to have elevated blood glucose levels. Troubleshooting was performed, and the insulin pump passed the prime test, but failed the high pressure test. Advised that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.